Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one clearlink blood solution spike set leaked from a crack in the "white connector at the bottom of the drip chamber" when priming the set with blood. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. The sample was contaminated with blood. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the blood filter was broken. Further testing could not be performed due to the condition of the sample. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.